Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/21/19, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 12/3/2019, it was reported to mentor that the affected device was actually mentor memorygel breast implant 550cc, catalog number 3505504bc , serial number (B)(4), lot number 7578000 and the replacement device was mentor memorygel breast implant 550cc, catalog 3505504bc, serial number (B)(4), lot number 7746386. The date of explantation was (B)(6) 2019. Concomitant product: the right device was mentor memorygel breast implant 550cc, catalog 3505504bc, serial number (B)(4), lot 7632963. Therefore, the device that was received on 11/21/2019 is the correct affected device. The patient¿s initials are (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/17/2019, the device was visually inspected, and it was found with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: mentor memorygel breast implant 550cc, catalog number: 3505504bc, serial number: (B)(4), lot number: 7578000. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient underwent a breast augmentation revision with a mentor memorygel breast implant 550cc and experienced left capsular contracture baker grade iii. As a result, the patient had undergone removal on (B)(6) 2019.